Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they obtained elevated calcitonin result on one patient sample. The customer renewed the substrate in the instrument, performed recalibration and ran quality controls. The customer repeated the patient sample and the result obtained was lower. A siemens regional support center (rsc) specialist was dispatched to the customer site. The rsc specialist performed decontamination with sodium hydroxide and ran water test. The rsc specialist repeated the decontamination procedure of substrate line and reran water test, which were acceptable. All methods were calibrated and quality controls were run, which were acceptable. The cause of the discordant, falsely elevated calcitonin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated calcitonin result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The customer then obtained a new sample from the patient and ran it on the immulite 2000 instrument, also resulting lower. It is unknown if the new sample was run on the same or alternate immulite instrument. The result obtained from a new sample was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcitonin result.